Event description:
Information received indicates the hi/low function is drifting down.

Manufacturer narrative:
The technician cleaned the dirty hi/low drive brake assembly and repacked the bearings to repair the bed.